Manufacturer narrative:
The biomedical engineer (bme) reported that they are not able to get the patients names to populate on the central nurse's station (cns) bed tiles. They stated that all the bed tiles being monitored on this cns do not display the patient's names at all. Before calling nihon kohden technical support, the customer tried to unmonitor a bed tile, and remonitor it, but that did not resolve the issue. They are currently monitoring bedside monitors, and they do not know if this issue is stemming from a server or not. Nihon kohden technical support (tech support) walked customer through a couple of steps. Tech support had them shut and reboot / restart cns from the windows desktop screen. Tech support had them try to discharge and admit patient. Both steps did not resolve the issue. They were also having issue with their emr. The biomed later stated that the issue was caused by cerner, their emr system. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they are not able to get the patients names to populate on the central nurse's station (cns) bed tiles. They stated that all the bed tiles being monitored on this cns do not display the patient's names at all. Before calling nihon kohden technical support, the customer tried to unmonitor a bed tile, and re-monitor it, but that did not resolve the issue. They are currently monitoring bedside monitors, and they do not know if this issue is stemming from a server or not. Nihon kohden technical support (tech support) walked customer through a couple of steps. Tech support had them shut and reboot / restart cns from the windows desktop screen. Tech support had them try to discharge, and admit patient. Both steps did not resolve the issue. They were also having issue with their emr. The biomed later stated that the issue was caused by cerner, their emr system. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they were unable to get the patients names to populate on the central nurse's station (cns) bed tiles. They were also having issue with their emr. No patient harm or injury was reported. Investigation summary: the customer unmonitored and re-monitored a bed tile but the issue persisted. The cns was also restarted, and a patient was discharged and re-admitted but the issue persisted. On a follow-up from the customer, they indicated that the issue had been resolved, and the issue was on the cerner (emr server) side. A review of the history of the serial number identified no similar events. Based on the available information, the most probable cause of the issue is the customer's network environment. There was no known malfunction of a nihon kohden device.

Event description:
The biomedical engineer (bme) reported they were unable to get the patients names to populate on the central nurse's station (cns) bed tiles. They were also having issue with their emr. No patient harm was reported.